Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, a boroscope was inserted into the forceps/instrument channel, and there was no indication of any damage in the channel. Upon further inspection, dents and scratches were observed on the hold ring and control body. The up/down control knob play was loose, and angulation was low. The objective lens adhesive was worn. The light guide lens had tiny chips around the edge. The rubber cover (a-rubber) adhesive was cracked on the insertion tube. The insertion tube had scratches and scuffs. A pinhole was observed on camera switch #1. The rfid/ce labels were peeling. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a procedure to place a biliary stent, resistance was met when advancing the stent down the working/instrument channel of the subject device. Upon the stent coming into view, the stent was damaged. The stent was retrieved back into the channel. As soon as the stent was observed to be damaged, the scope and the stent in its entirety, were removed from the patient and removed from the procedure room for evaluation. It was in the reprocessing room during evaluation that the stent fragments were observed. There were no fragments observed in the patient. A new scope and stent were reset, and the procedure was completed successfully. Minimal time delay was observed, with no adverse effects to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) which state: ·caution - do not collect the stent through the channel of the endoscope. Instrument damage may occur ·troubleshooting - troubleshooting - also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. - warning - if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way. Olympus will continue to monitor field performance for this device.